Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; the device performed as intended. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient had an ac adapter that was not supplying power to the controller when connected to the power port on the controller. The patient plugged the adapter into the controller and it did not provide power, however a second battery was attached so no loss of power or issue to the patient occurred. There was no green light noted. The ac adapter was checked by the clinic coordinators with the same result. This was the patient's second ac adapter and the first time he attempted to use it. There was no damage noted to the adapter and the patient did not use excessive force when connecting. The ac adapter was replaced and sent back to the manufacturer. No further issues noted with new adapter. No adverse effect on the patient.